Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was used in a hysterectomy procedure on (B)(6) 2022. When it was reported ¿during the removal of v-care after the colpotomy the balloon broke and the green cup came loose during extraction. After talking to (reporter), she said they were trying to extract the uterus with v-care only without any sutures, so it sounds like a usage error. Customer has been reminded about proper usage.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that all the components were removed from the patient. The procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was used in a hysterectomy procedure on (B)(6) 2022 when it was reported ¿during the removal of v-care after the colpotomy the balloon broke and the green cup came loose during extraction. After talking to (reporter), she said they were trying to extract the uterus with v-care only without any sutures, so it sounds like a usage error. Customer has been reminded about proper usage.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that all the components were removed from the patient. The procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon, the forward ¿cervical¿ cup, the back or vaginal cup, the locking assembly with thumb screw, the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.